Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pulse generator implant, the device failed to capture after connecting the leads. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.